Event description:
The hcp reported that the system became infection and was explanted. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The implantable neurostimulator lead and 2 extensions have been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.